Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of the main body, and free lock lever corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): -do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - do not apply impact to the camera head. Doing so may damage the camera head. - observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - when straightening the camera cable, a part of the camera cable may become a loop of approx. 10 cm or less. When a loop of approx. 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. The cause of the issues could not be determined. Olympus will continue to monitor the field performance of this device.